Manufacturer narrative:
(B)(4). Sv 3.0b; pump pass displacement test. Pump received with stripped battery cap coin slot, broken reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the customer was not able to remove battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.